Event description:
The event was received through literature article "device closure of residual shunt after percutaneous closure of patent foramen ovale" published in eurointervention 2010. It was reported that the physician implanted a 15mm helex septal occluder to close a 5mm patent foramen ovale. The pt experienced a transient weakness of left arm followed by transient global amnesia four years post implant. A large residual shunt was noted during a follow up visit. A reintervention was performed and a 30mm occluder was implanted thereby closing the defect with no procedural complications. There have been no further thromboembolic events after the defect was closed.

Manufacturer narrative:
Method - a review of the mfg records could not be conducted because, the lot# is unavailable. The device remains implanted, so no engineering eval could be conducted. The hospital does not have a record, matching the pt details in the article so no further info is available. Majunke n, wallenborn j, baranowski a, wunderlich n, sievert h. Device closure of residual shunt after percutaneous closure of patent foramen ovale. Eurointervention 2010;5(7):833-837.